Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during evaluation and the device operated per specifications. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a red screen when powered on. The device was not in patient use when the reported event occurred.

Event description:
It was reported to resmed that an astral device failed to charge its internal battery and displayed a red screen when powered on. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint of device failed to charge its internal battery was due to the battery controller software. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).